Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotate within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the tip of the fiber broke at 104,891 joules of use. The fiber tip was cleaned during the procedure. The procedure was completed using a second fiber with no clinical consequences to the patient.